Event description:
A hospital in (B)(6) reported, via a distributor, that a crack was found on the dome of an mr290v humidification chamber. This was observed before patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the mr290v humidification chamber was visually inspected for cracks. Results: inspection of the chamber revealed a long curved crack through the baffle area of the dome. A lot check revealed no other complaints of this nature for this lot number. Conclusion: all humidification chambers are pressure tested during production and those that fail are rejected. This suggests the crack occurred post production, most likely from impact damage during transportation or storage. Our instructions for use (IFU) specify to the user to perform a pressure on leak test on the system prior to patient connection and not to use the chamber if seals are not intact upon receipt or if the chamber has been dropped. (B)(4).